Event description:
Case description: us spontaneous report. An infection control practitioner reported the hosp had a cluster of infections in pts where gelfoam powder was used in spinal fusion surgeries. There were six pts in total. The pts had to return to surgery for debridement. This report is for the second of six pts. Gelfoam packaged in glass containers has been the subject of a 10-day recall. The aluminum lid liner may produce aluminum fragments when opened. Compromise of sterility has not been demonstrated with this product.

Event description:
Additional information was received on 08ja2001. The pt returned to the hospital 13 days post operatively with an infection. The reported noted that the hospital does approximately 180 similar surgeries per month and that these six cases are not necessarity significant or meaningful. MFR. Report #'s 2000037160us, 2000037688us, 2000037689us, 2000037690us and 2000037691us by the same source.